Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "battery mode not available and battery icon not illuminated when connected to main supply." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "battery mode not available and battery icon not illuminated when connected to main supply" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty power supply unit. The power supply unit was replaced to correct this condition. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.